Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with notification for capacitor charge time limit reach. The date of the notification was before the device was implanted. The patient will be brought in clinic for a capacitor maintenance check.

Event description:
New information received indicates that the device was explanted and replaced.

Manufacturer narrative:
The event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and no anomalies were found. The device was tested on the bench and no anomalies were found. The cause of the extended charge time is undetermined.